Event description:
Customer reported erroneous test results were obtained for access ck-mb (creatine kinase) when using the unicel dxi 800 access immunoassay system. It is unk if erroneous test results for ck-mb were reported out of the lab. Affect to pt treatment is unk. No reports of death or serious injury as a result of this event. This is event 3 of 3 reported by this customer for two different pts on two different analyzers.

Manufacturer narrative:
The samples were lithium heparin plasma. Pt #2 had a full draw tube and the appearance was clear. Service info for this analyzer was not available. Root cause is unk. This reportable event was identified during a retrospective review conducted between jan. 1, 2008 and oct 23, 2010 of complaints for add'l reportable events. This MDR represents event 3 of 3 reported by this customer. The related mdrs that have been reported are: 2122870-2011-03273 and 03274.